Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting non-capture in the atrium. An invasive procedure to analyze the system found the ipg to have blood in the header. The physician elected to explant the ipg and atrial bipolar lead, model 4269, serial number 262598. A new ipg, model 1230 and atrial lead, model 4269 were implanted.